Event description:
It was reported that during a sigmoid procedure, the device cut but did not staple both stumps (colic and rectal). The device articulation was difficult to re-align on the left side. The surgeon had to perform a laparotomy and continue with a different device. The procedure was extended by one and a half hours.

Manufacturer narrative:
D4; h4, 6: info anticipated, but unavailable at this time.